Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device was unable to perform any functioning tests due to blank display. The pump was also received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with a scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that their insulin pump was damaged around the battery compartment. Customer was in a shower when the device got dropped and was alarming. The customer¿s blood glucose level was 206 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.